Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary service and repair evaluation: the customer reported the holdsleeve w/wingscr l55 I-6 f/large-d was broken. The repair technician reported the device was missing wing screw. Missing parts is the reason for repair. The cause of the issue is unknown. The following parts were replaced: wing screw. The item was repaired per the inspection sheet, passed synthes final inspection on aug 23, 2021 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot a manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure 100673626 no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Event year is reported as 2021; however exact date of event is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent for a procedure. During the procedure, following equipment¿s was broken. It was unknown if the procedure completed successfully. The patient impact was unknown. (1)radiolucent insertion (3) holdsleeve w/wingscr l105 I- 6 f/large- (2)doublejoint cpl f/large- distract (2)holdsleeve w/wingscr l55 I- 6 f/large-d (3)red forceps points one bent tip/174 (1)red forceps serrated jaw-ratchet 144 (1)reduction forceps points ratchet 200 this complaint involves thirteen (13) devices. This report is for (1) holdsleeve w/wingscr l105 I- 6 f/large. This report is 2 of 12 for (B)(4).